Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a versacross access solution was selected for use during an atrial fibrillation (a fib) ablation. The versacross rf wire got stuck in the versacross dilator, while making the transeptal exchange. Thus, the device was replaced. No patient complications were reported. The procedure was completed successfully. The device is not expected to be returned for analysis (disposed).